Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that IV pump alerted to air in line. Went to let air out of line and tubing disconnected from clamp.